Event description:
It was reported that the patient underwent a tactra malleable penile prosthesis surgery due to unspecified reason. A new tactra was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.